Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of essure device -location of device') and genital haemorrhage ('heavy bleeding'). In a 35-year-old female patient who had essure (batch no. A14897), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multiple allergies and paratubal cyst. Current weight 120 lbs. Previously administered products included, for birth control: mirena from 2008 to 2009 and nuvaring from 2007 to 2008; for asthma: albuterol and xopenex. Concurrent conditions included: chronic cervicitis and weight normal. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), colitis ("gastrointestinal or digestive system condition, type: unknown/ gastrointestinal or digestive system condition, type: colitis"), irritable bowel syndrome ("gastrointestinal or digestive system condition, type: unknown/ gastrointestinal or digestive system condition, type: ibs"), lymphadenopathy ("swollen lymph nodes/ lymph nodes swelling/ lymphnodes") and dermatitis allergic ("allergic or hypersensitivity reaction allergic reaction rashes"). In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pelvic pain ("pain: pelvic pain"), endometriosis ("endometriosis") and perineal pain ("pain: perineal pain"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/clotting"), skin disorder ("rashes or skin conditions: unspecified"), pruritus ("rashes or skin conditions: unspecified/ rashes or skin conditions, type: itchy skin"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, endometriosis, pruritus, colitis, irritable bowel syndrome, lymphadenopathy, dermatitis allergic and perineal pain had not resolved. And the genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, bladder disorder, colitis, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, irritable bowel syndrome, lymphadenopathy, menorrhagia, migraine, nausea, pelvic pain, perineal pain, pruritus, skin disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Insertion detail: permanent tubal birth control devices essure trailing coils: left 4. Right 3. Pathology report: the remainder of the myometrium is pink/tan and homogeneous with no additional mass lesions identified. Removal of fallopian tubes reveals 2 metallic intra tubular devices bilaterally consistent with essure. Essure was removed, due to severe pain, swollen lymph nodes, heavy bleeding and clotting. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 21.9 kg/sqm. Hysterosalpingogram: in 2013: other (please describe). It was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: new event: endometriosis were added. Outcome of pruritus , device dislocation, pelvic pain, perineal pain, colitis, irritable bowel syndrome, lymphadenopathy, allergic rash updated to not recovered / not resolved. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device -location of device:') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A14897) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies and paratubal cyst. Previously administered products included for birth control: mirena from 2008 to 2009 and nuvaring from 2007 to 2008; for asthma: albuterol and xopenex. Concurrent conditions included chronic cervicitis and weight normal. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), colitis ("gastrointestinal or digestive system condition type: unknown/ gastrointestinal or digestive system condition type: colitis") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: unknown/ gastrointestinal or digestive system condition type: ibs"). In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and lymphadenopathy ("swollen lymph nodes/ lymph nodes swelling/ lymphnodes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic pain"), perineal pain ("pain: perineal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/clotting"), skin disorder ("rashes or skin conditions: unspecified/ "), pruritus ("rashes or skin conditions: unspecified/ rashes or skin conditions- type: itchy skin"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dermatitis allergic ("allergic or hypersensitivity reaction- allergic reaction rashes ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, perineal pain, menorrhagia, vaginal haemorrhage, skin disorder, pruritus, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, colitis, irritable bowel syndrome, lymphadenopathy and dermatitis allergic outcome was unknown. The reporter considered allergy to metals, bladder disorder, colitis, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, lymphadenopathy, menorrhagia, migraine, nausea, pelvic pain, perineal pain, pruritus, skin disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Insertion detail: permanent tubal birth control devices essure trailing coils: left 4 right 3. Pathology report: the remainder of the myometrium is pink/tan and homogeneous with no additional mass lesions identified. Removal of fallopian tubes reveals 2 metallic intra tubular devices bilaterally consistent with essure. Essure was removed due to severe pain, swollen lymph nodes, heavy bleeding and clotting. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - in 2013: other (please describe) it was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: pfs received. New events added. Migration of essure device -location of device, allergic or hypersensitivity reaction- allergic reaction rashes. Previously added events gastrointestinal or digestive system condition type: unknown was updated to gastrointestinal or digestive system condition type: colitis and rashes or skin conditions: unspecified/ was updated to rashes or skin conditions- type: itchy skin. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A14897) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies and paratubal cyst. Previously administered products included for birth control: mirena from 2008 to 2009 and nuvaring from 2007 to 2008; for asthma: albuterol and xopenex. Concurrent conditions included chronic cervicitis. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and lymphadenopathy ("swollen lymph nodes/ lymph nodes swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("pain: perineal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/clotting"), skin disorder ("rashes or skin conditions: unspecified"), rash ("rashes or skin conditions: unspecified"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unknown") and dyspepsia ("gastrointestinal or digestive system condition type: unknown") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, perineal pain, menorrhagia, vaginal haemorrhage, skin disorder, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastrointestinal disorder, dyspepsia and lymphadenopathy outcome was unknown. The reporter considered allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, lymphadenopathy, menorrhagia, migraine, nausea, pelvic pain, perineal pain, rash, skin disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Insertion detail: permanent tubal birth control devices essure trailing coils: left 4 right 3. Pathology report: the remainder of the myometrium is pink/tan and homogeneous with no additional mass lesions identified. Removal of fallopian tubes reveals 2 metallic intra tubular devices bilaterally consistent with essure. Essure was removed due to severe pain, swollen lymph nodes, heavy bleeding and clotting. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: other (please describe) it was in place. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, perineal pain, menorrhagia, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A14897) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies and paratubal cyst. Previously administered products included for birth control: mirena from 2008 to 2009 and nuvaring from 2007 to 2008; for asthma: albuterol and xopenex. Concurrent conditions included chronic cervicitis. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and lymphadenopathy ("swollen lymph nodes/ lymph nodes swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("pain: perineal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/clotting"), skin disorder ("rashes or skin conditions: unspecified"), rash ("rashes or skin conditions: unspecified"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unknown") and dyspepsia ("gastrointestinal or digestive system condition type: unknown") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, perineal pain, menorrhagia, vaginal haemorrhage, skin disorder, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastrointestinal disorder, dyspepsia and lymphadenopathy outcome was unknown. The reporter considered allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, lymphadenopathy, menorrhagia, migraine, nausea, pelvic pain, perineal pain, rash, skin disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Insertion detail: permanent tubal birth control devices essure trailing coils: left 4 right 3. Pathology report: the remainder of the myometrium is pink/tan and homogeneous with no additional mass lesions identified. Removal of fallopian tubes reveals 2 metallic intra tubular devices bilaterally consistent with essure. Essure was removed due to severe pain, swollen lymph nodes, heavy bleeding and clotting. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: other (please describe) it was in place. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, perineal pain, menorrhagia, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: the case is incident. Reporter information was added. This case concerns adult patient. Her demographic was updated. Her historical medication/condition and concurrent condition was added. Lab data was added. Essure indication was amended. Essure insertion/removal date was added. Essure lot number was added. Per plaintiff fact sheet following events: pain: pelvic pain, abnormal bleeding (vaginal, menorrhagia)/clotting, pain: perineal pain, rashes or skin conditions: unspecified, bladder or urinary problems or changes: unspecified, headache, migraine, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain and gastrointestinal or digestive system condition type: unknown, heavy bleeding and swollen lymph nodes were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.